Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged when pt positioning monitor (ppm) is alarming, it caused the nurse call system (westcom) to short out. No injury.